Manufacturer narrative:
It was claimed that the ventilator wheel has been broken. The device failed to meet its specifications. It is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician it has been clarified that the wheel has been broken off. It can be confirmed in provided photo. New wheel has been mounted. The issue has been resolved and the device was delivered to the user in working condition. Broken off wheel may lead to stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator wheel has been broken. There was no patient harm. Manufacturer's ref. #: (B)(4).